Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter fusiform abdominal aortic aneurysm. It was reported that the patient was diagnosed with prostate cancer approximately 4 months post-implant. The investigator assessment states that the cancer was not related to the device or procedure. Due to the prostate cancer, the patient was unable to return for annual follow-up visits and imaging. The patient expired approximately 3 years post-implant and the cause of death was reported to be unknown.

Event description:
Additional information was received. The primary cause of death was reported to be prostatic cancer. This event was assessed by the investigator to be not device related and not procedure related. This event is no longer considered to be a reportable death.

Manufacturer narrative:
(B)(4).